Manufacturer narrative:
Evaluation of the returned device showed defective main block assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device failed an unspecified testing. No patient injury was reported.